Event description:
It was reported that the customer had low blood glucose levels of 56 mg/dl. The customer ate breakfast to treat. The customer reported that the insulin pump froze during a bolus and came back with a button error alarm. The battery of the insulin pump was reinstalled to no avail. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No frozen screen anomaly or button error alarm noted during testing. The pump also had minor scratches on the display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).